Event description:
An endurant ii stent graft was implanted during the endovascular treatment of an aaa. It was reported that the aneurysm enlargement of 2mm was first observed 7 months post the index procedure. 12 months post the index procedure, intervention was performed due to enlargement of the diameter of the aneurysm after evar. A laparotomy was carried out and a type iiib endoleak, pin hole, was observed in the endurant stent graft. The stent graft was removed and artificial blood vessel replacement was performed. It was reported originally that the right renal artery origin was narrowed, and after the intervention on (B)(6), it was completely obstructed, and the kidney function decreased slightly, but the physician said that there was no problem. The patient has been discharged from the hospital and is progressing well. No cause was provided. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1620c124ej, serial/lot #: (B)(6), ubd: 23-oct-2024, UDI#: (B)(4); product ID: etlw1624c124ej, serial/lot #: (B)(6), ubd: 27-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: two (2) thirty-two second video clips were received capturing the endoleak from the stent graft fabric. It was not possible to identify which stent graft the leak was on based on the images. The reported endoleak type iii was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information summary: it was confirmed the device that contained the type iiib needle hole endoleak was etw1620c124ej sn (B)(6) and there was no visible calcification the area that could have contributed to the event. All three stent grafts were partially removed, leaving just below the renal artery and both sides of the cia, and sutured with a y graft. The narrowing of the renal artery and decrease in renal function does not seem related to the endurant stent graft. Film evaluation summary: the reported endoleak was likely confirmed on the limited still images provided; however the cause of the event could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Complete post-implant cts were not available for a thorough assessment of the endoleak and stent graft configuration. The endurant main body graft and endurant limbs explant was confirmed . The main segment of the main body graft and around 4 distal stents of each limb were not removed and remained in situ. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.